Manufacturer narrative:
A device history review was not able to be completed as no lot code was available. Since no sample has been returned at this point, we cannot determine a failure mode or definitive root cause. The plant¿s quality system mandates suitable in-process controls to measure seal integrity of representative samples. Currently, one hundred twenty-three samples are being tested for each lot produced of this product at predetermined locations to best gauge the seal integrity by pull test and functional leak testing. All samples pulled from these lots meet the predetermined criteria before they are released. The instructions for use labeled directly on the ice pack state ¿do not use if punctured, torn or leaking.¿  based on the complaint information, it is believed that this instruction may not have been followed if the solution was allowed to be in contact with the skin for 20 minutes.  A corrective action will not be initiated at this time as there is no sample to confirm the defect or use to determine a root cause.

Event description:
Based on information received by the customer, the patient, activated the ice pack and placed it in her bra. About 20 minutes later she noticed it had leaked and oozed onto her skin. Patient used saline solution to clean the burned area. The patient was advised to keep 2nd degree burn moist with triple antibiotic ointment and to take ibuprofen for pain. She was also instructed to apply silvadene cream to burn and cover with a dressing.